Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device will not focus. A visual inspection was performed and showed the scope to have distal tip damage and a cracked negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device could not focus due to an internal moisture. A delay more than 30 minutes was reported. No patient injuries were reported.